Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) was unable to power on. Analysis determined that the main printed circuit board (pcb) was corroded. Replaced output connector assembly as a preventative. It was noted that the upper case, encoder assembly, keypad flex, lower case, shorting bar, liquid crystal display (lcd), display frame, four display grommets, insulator label, four display frame screws and six main pcb screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was unable to power on. The epg was returned for repair and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.